Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted into the infusion site and may not have deployed as intended. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide model: ent450 14518-5c-aw rev e 03/16 using the pod 5 / page 42-43 warning: check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Warning: because insulin pods use only rapid-acting insulin, users are at increased risk for developing hyperglycemia (high blood glucose) if insulin delivery is interrupted. Using the pod 5 / page 53 warning: check the infusion site after insertion to ensure that the cannula was properly inserted. You should check your blood glucose 1.5 to 2 hours after each pod change and check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, where as may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96 warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient's blood glucose levels reached 20 mmol/l (360 mg/dl) while wearing the pod. The patient noted the cannula was out of the infusion site and believes it may not have deployed as intended.

Manufacturer narrative:
The returned device was evaluated and performed as designed. The cannula assembly was fully deployed and the needle completely retracted. No issues noted that would result in a needle mechanism failure. Timeouts were noted, but the ratchet gear was observed still transitioning as intended. Inspection of the cannula assembly did not find any issues that would result in the cannula improperly inserting or high blood glucose levels. Although no issues were noted, it could not be conclusively determined if the cannula had improperly inserted into the infusion site.